Event description:
It was reported that the patient became syncopal and the device would not interrogate. Caller was concerned about premature eri. The device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.